Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Inspection of the device identified a hole in the left cylinder. The cause of the cylinder hole was not detailed by the hospital. The left cylinder and the pump were removed and replaced. The patient improved and had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported cylinder hole was confirmed as product analysis identified a cylinder leak. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in the cylinder body. There was a leak that was the result of wear at a fold in the proximal cylinder body; hole at corner of a fold was present. The identified fluid leak could affected the functionality of the device as the device would not be functional after the system fluid was lost. The momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Inspection of the device identified a hole in the left cylinder. The cause of the cylinder hole was not detailed by the hospital. The left cylinder and the pump were removed and replaced. The patient improved and had a stable outcome.